Event description:
A coronary imaging catheter was used to image vasculature (location not reported) during a drug clinical study. It was reported that after performing an intravascular ultrasound (ivus), vessel dissection occurred in the left interior descending artery (lad) with a procedural infarction. Two stents were deployed in the lad for "artery reparation." Patient's status is unknown. The manufacturer has attempted to obtain additional information details without success.

Manufacturer narrative:
Lot number was not provided, therefore, brand name, and manufacturer/expiration date cannot be determined. (Other): no allegation of product malfunction or nonconformance contributed to the event. (Other): infarction.